Manufacturer narrative:
(B)(4). The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that an ECG showed inhibition of pacing with no underlying rhythm. The interrogation of the device showed oversensing on this right ventricular lead. The lead impedance was out of range. During the lead revision damage was noted which was believed to have occurred due to subclavian crush. The lead was capped and a new one was implanted. The lead was not returned to biotronik.